Event description:
Reporting status: malfunction; reporting rationale: stent dislodgement has caused or contributed to patient injury previously, device issue: stent dislodgement. It was reported that the rx vision stent delivery system (sds) was chosen for stenting; however, the sds became stuck on the guide wire and was not able to advance further. It was decided to withdraw the system out of the patient. Upon inspection, it was noticed that the stent was not held firm on the balloon and dislodged. The procedure was completed using a new guide wire and another rx vision sds. No add'l event or patient info is available.